Manufacturer narrative:
Event date is estimated. A patient experiencing pain at ipg site/high impedances was reported to abbott. The ipg was electively replaced and relocated. High impedances were noted on contacts 1-8. Patient did have a fall previously. The leads were not revised or replaced. Therapy has been resumed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Patient was reportedly experiencing discomfort at the ipg pocket site. Surgical intervention was undertaken on (B)(6) 2023 wherein the patients ipg was explanted and a new ipg was placed at a higher location in the patients back. Therapy was restored post operatively.